Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high out of range pace impedance measurements. This lead was replaced and the device was explanted and replaced due to normal battery depletion. This lead remains in the patient. No additional adverse patient effects were reported.